Manufacturer narrative:
(B)(6)

Event description:
It was reported that during the implant procedure, the set screw was unable to be tightened and the hex screwdriver got stuck in the screw head and could not be removed. The device was not implanted, and a different one was implanted instead. The patient was stable before, during and after surgery.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory and was due to incorrect insertion of the torque wrench. The device was tested on the bench and no anomaly was found.